Event description:
A patient reported blood glucose results of 52 mg/dl and 310 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient attempted to perform a control solution test", however, after applying the control solution, the meter would not count down. A replacement meter is being sent to the patient.